Event description:
Gamma nail was implanted in 2004. Four and 1/2 months later the pt started to experience pain. During a clinical examination it was determined that the gamma nail was broken. The pt was revised 2 weeks later.